Event description:
Patient reported infusion device was beeping and displaying "v2.01" and 3 dashes in the middle of the display screen. He indicated that the power pack was 6 - 8 weeks old. Patient stated that he replaced the power pack and the device functioned properly. He did not report any physiological effects associated with this issue. No medical assistance was required. Product was not requested to be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall.